Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/28/2020 additional information: h6 a manufacturing record evaluation was performed for the finished device batch ph8494, vcp359hcn31 and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 10/14/2020. Additional information was requested, and the following was obtained: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? The tissue is normal did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? There was no abnormal when the package was opened other relevant patient comorbidities/concomitant medications? Nothing what is physician¿s opinion as to the etiology of or contributing factors to this event? It is believed that it is caused by suture problems. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient with abdominal pain was admitted to the delivery room with full opening of three fingers on (B)(6) 2020. During delivery, she underwent vaginal incision due to dystocia. The lateral perineotomy was performed and the suture was used on the lateral incision. The patient was discharged three days later. The patient was re-examined on (B)(6) 2020 and the absorbable sutures were found not fully absorbed. Also, the patient experienced poor wound healing, erythema and inflammation at the lateral incision, and pain around the wound area. It was reported that the patient was disinfected with iodophor and anti-inflammatory, wiped and then the wound was re-sutured. The patient recovered well. Additional information has been requested.